Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported the device displayed an error code (#3117). Device was not in use/no patient/user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22/aug/2018. Date received by manufacturer: 06/jun/2018. Philips technical support contacted customer who states the unit testing passed and the unit is back in service. Unknown if any repair or replacements took place. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.